Manufacturer narrative:
Evaluation summary: complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implant of an intraocular lens (iol), a considerably strong filiform foreign material was noted to be on the surface of the lens. The customer was unable to remove it because it seemed to be twined around the root of the haptic. The lens remains in the patient¿s eye. At a postoperative visit iritis and corneal edema were noted and treated with a steroid treatment. A second surgery was required to cut and remove the material, however the customer was unable to remove it all. The customer was not sure if the filiform foreign material was on the lens or if it came from the cartridge used at the time of the implant. There are two manufacturer reports associated with these events. This report is for the cartridge used at the time of the event. Manufacturer report number 1119421-2015-05819 was filed for the lens.